Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported axillary dvt and msg basilica early complicating the placement of an ipsilateral midline. Patient impact : occurrence of deep vein thrombosis following insertion of midline (d + 10) in one patient. No other information was provided.